Event description:
1990 - bil breast augmentation. 2001 - pt noticed increased swelling, pain and discomfort. Have continued to enlarge from c to dd cup size and painful. Pt was treated with antibiotics by another md. One month later continued to have a lot of firmness, tightness and irritation around breasts. Two wks later - still inflammation of breasts - greater on rt than left. Recommend implant removal. Grade iii baker capsular contractures bilaterally. 24 days later pt underwent bilateral removal of infected implants - bilateral capsulectomies. Implants were removed intact without damaging them in any way.